Event description:
Reporter stated inadvertent use of tip with competitor's system caused tip to break in pt's eye, resulting in a scleral burn. Noted that once tips had been removed from outer box, labeling did not identify them.